Event description:
The user facility's biomedical engineer (biomed) reported that during preventative maintenance (pm) of the device, that he heard a rattling noise inside the unit. The biomed open the pump and noticed that the impeller was broken. The customer is using a back-up unit. Since the event occurred during preventative maintenance, there was no pt involvement.